Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a void 1mm in the non-textured area, yellow particles in the device inner surface, and one curved opening. A microscopic analysis and leak test were performed which identified one sharp crease opening. The fill inspection test was performed which identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp crease opening on the posterior side assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.